Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a patient underwent photo refractive keratectomy (prk) in both eyes for monovision. Right eye was targeted for near and left eye for distance. At one month post-operative visit, the patient complained of uncorrected vision issues. Patient chose to go to another clinic and refuses to return for further follow up with primary surgeon. No current status on the patient as patient refuses to allow follow ups at the other clinic to be forwarded.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. With limited clinical data, the root cause could not be determined conclusively. (B)(4).